Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: confirmation test -yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: invalid case validated; product information updated; event injury(invalid) changed to: "pelvic pain"; adverse events added to case: "genital bleeding", "psychological trauma". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure device') and pelvic pain ('pain') in an adult female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, nausea, vomiting, diarrhea, fever, chills, constipation, anemia, ovarian cyst, gastroenteritis, irregular periods, chest pain, irritable bowel, edema, left lower quadrant pain, dysfunctional uterine bleeding, dysmenorrhoea and uterine dilation and curettage. Previously administered products included for an unreported indication: bentyl. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: confirmation test -yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successful occlusion of the fallopian tubes post essure.. Batch no d06933, production date 2014-09-02, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-mar-2021: mr received: event embedded essure device added and made medically significant and intervention required due to surgery. Reporter and medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In a female patient who had essure (batch no. D06933), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: confirmation test: yes. Batch no: d06933, production date: 2014-09-02, expiration date: 2017-09-28 . Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.